Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: higher reoperation rate following cervical disc replacement in a retrospective, long-term comparative study of 715 patients. Martin skeppholm, thomas henriques, tycho tullberg eur spine j (2017) 26:2434¿2440. Received: 8 april 2017 / revised: 27 june 2017 / accepted: 11 july 2017 / published online: 17 july 2017. N=1: subsidence.